Manufacturer narrative:
The initial MDR 2247117-2017-00034 was filed on march 17, 2017. Corrected information (3/17/2017).

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site. The fse replaced the dilution well and aligned the pipettor to the well. In addition the mix and empty speed was set. The fse verified the operation of the dilution well and ran some verification dilution with the human chorionic gonadotropin (hcg) assay on the immulite 2000 system. All results were within acceptable specifications. The cause of the falsely low result for prostate specific antigen (psa) on the immulite 2000 is unknown. The device is performing within specifications. No further evaluation of the device is needed.

Event description:
The customer obtained a falsely low result for prostate specific antigen (psa) on an immulite 2000 instrument when using reagent kit lot 124. The initial result was not reported to the physician(s). The same sample was repeated neat and diluted at 1:5, 1:10 and 1:20 and run on the same immulte 2000 instrument. The result obtained on the 1:20 diluton was acceptable to the customer and was going to be provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, ecre_2 results.